Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) after wearing the pod on the abdomen for approximately 36 hours. The patient was feeling ill and vomiting. Emergency services was called and the patient was transported to the hospital via ambulance. The pod was removed at the hospital and an insulin infusion was administered for treatment. The patient was monitored at the hospital for 13 hours and was advised to apply a new pod once they arrived home and administer insulin injections if needed. The pod was discarded.